Manufacturer narrative:
(B)(4).

Event description:
The physician was using two admiral xtreme pta balloon catheters. During the procedure the balloons burst. No patient injury or clinical sequelae was reported for this event.